Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the pump inaccurately delivered insulin. The reporter stated that the patient had a blood glucose level over 250 mg/dl but under 500 mg/dl with no symptoms of hyperglycemia. The reporter reviewed the pump history with a customer technical support representative and found no discrepancies in the pump history. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/04/2015 with the following findings: the last bolus and last basal deliveries were on (B)(6) 2015. There were typical usage alarms observed in the alarm history. The pump was exercised for 24 hours and no alarms or warnings were duplicated. The daily insulin delivery totals correctly reflected the user's programmed basal rates. A delivery accuracy test was successfully completed. The alleged issue could not be duplicated. Unrelated to the initial allegation, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.